Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 18gx1.25in straight bc had foreign matter it was reported by customer that additional piece of lubrication in catheter verbatim: additional piece of lubrication in catheter.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed no damage on the catheter tip. There was excess silicone on the catheter tip. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The assembly process of the cannula lubrication process was reviewed. The cannula is lubricated by dipping it into a silicone lube tank. During dipping, low air flow is blown through the cannula to prevent silicone flowing into the cannula. After dipping, the part is raised from the silicone lube tank followed by high pressure air blown through the cannula to remove the excess silicone. The catheter subassemblies are then set together with the needle hub subassembly. The assembled part then goes through a series of processes and loaded with the needle cover. There could have been silicone accumulated at the surface of the lube tank which might have transferred to the cannula surface during air blowing. After the catheter subassemblies are set together with the needle hub subassembly, given the silicone-like nature of the lube it is possible for the excess silicone to migrate to the cannula/catheter tip area during transportation or storage. To prevent this defect, revision of the procedure will be completed to include cleaning of the surface of the lube tank and surrounding areas every shift.